Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the 30-degree plus endoscope involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree plus endoscope locking mechanism did not lock the scope as it spined completely around. The procedure was completed with no known impact or patient consequence reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope plus was analyzed and placed through friction test using a screening aid to manually rotate the adapter to detect for friction and it did not rotate properly and/or noises were heard during testing and confirmed as binding. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. The endoscope was evaluated and found with a camera instrument adapter defect. The camera instrument adapter removed from endoscope housing and evaluated and found with an attached endoscope adapter (aea) shaft bearing contributing to friction. The endoscope was visually inspected and found with minor cut to the cable insulation. The damage was located at zone b in the middle one-third of the endoscope cable. The complaint was confirmed by failure analysis. The probable root cause is attributed to component susceptibility to increased friction. The probable root cause is attributed to damage during use or reprocessing, which may include improper handling of the cable.

Event description:
Refer to h11 for follow-up information.